Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 3.1, ref: 8.1, mean: 5.6, confidence limits: na; (B)(6) 2013, 3.5, 4.3, 3.90, 2.3-5.7. The mean is >5.0 and the difference between the results of the inratio and reference test is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. For comparison b, the mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Time between the other reference tests was reported to exceed the 3 hour criteria for time between testing. If the time elapsed exceeds 3 hours there is a high possibility that the discrepancies are due to changes in the status of the patient. For this reason, no further comparison analysis of this reported result is appropriate. In-house therapeutic donor testing performed on reported lot #306128 on (B)(6) 2013 yielded the following results: donor (B)(6), inratio (s): 2.6, 2.4, 2.5, ref: 3.08, bias threshold: 2.08, 4.08, %cv: 4.00; donor (B)(6), 2.7, 2.4, 2.5; 2.23; 1.23-3.23; 6.03. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from inratio and reference tests revealed that one of the 2 test result comparisons did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. As reviewed on 08/08/2013, 19 discrepant result complaints were reported for lot #306128 yielding a complaint rate of (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 3.1, lab: 8.1, (retest) lab: 4.3, dr's inratio: 3.5. Lab result 8.1 inr: 30 mins after inratio test lab retest 4.3 inr: 4.5 hours from initial inratio test dr's inratio 3.5 inr: 4.5 hours from initial inratio test. Therapeutic range 2.5 - 3.5.